Event description:
We have been experiencing issues with our bronchoscopes for the past year. Specifically, we are seeing black flecks/specks both in instrument sets and in the clinical setting. We currently use steris ims for our repairs when a bronchoscope is broken. We discovered through magnification (200x zoom) that there is a significant difference between how steris ims repairs the scope vs olympus. Steris ims states that all of their repairs are brought back to OEM specification. After speaking with olympus and seeing the pictures we don't believe this is the case. Multiple serial numbers.